Event description:
Related manufacturer reference number: 2938836-2019-13669, 2938836-2019-13670. It was reported that when the patient presented in clinic for a follow up after the implant procedure, infection was observed. The implant site was red and weeping. The physician did not stated that the infection was related to device or procedure. The device system was explanted. The patient was stable before, during and after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.